Manufacturer narrative:
A follow was performed with the key market (km) representative, and it was reported that the customer had the device serviced by a third part company. No further details were provided. Insufficient information is available to determine the resolution of the event. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Manufacturer narrative:
Additional details were reported to philips regarding the event. It was reported that the issue had occurred while the device was in patient use. It was reported that the user wanted to adjust the inspiratory pressure and oxygen concentration based on the patient's blood gas levels, but the screen malfunctioned and couldn't be adjusted. It was reported that the issue led to an unresolved discomfort to the patient. The patient was moved to a different ventilator. Per the customer reported, the issue caused a delay in therapy. Based on the information currently provided and available, the reported harm (patient discomfort) has been assessed and does not constitute a serious injury. Therefore, the device did not cause or contribute to a serious injury. No further action was required. If additional information is obtained about the event, the clinical assessment will be updated, and supplemental reports will be submitted.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a screen issue. There was no patient involvement when the issue occurred. There was no patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a screen issue. It was reported that the screen is malfunctioning, and the problem remains after trying to calibrate. The investigation is ongoing.